Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the removal surgery and the tha (total hip arthroplasty) were performed for the proximal femur due to femoral head osteonecrosis and pain. During the removal surgery, it was difficult to remove the fns (femoral neck screw) implants. One of the locking screws did not rotate. The screw head was drilled with a carbide drill because the screwdriver was bent and about to break. Then, the anti-rotation screw, the plate, and the neck bolt were removed. The screw shaft remained in the diaphysis, so that it was removed by hollow reamer and extraction bolt. The surgery was completed successfully within 30 minutes delay. The patient outcome was reported to be stable. According to the surgeon, one of the factors might have been that the implants were continuously loaded because they had been in a state of osteonecrosis for more than a year. This report involves one unk - screwdrivers: trauma. This report is related to (B)(4), which reports the removal surgery due to pain and osteonecrosis. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown screwdrivers: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter facility name: tokushukai medical corporation nagoya tokushukai general hospital e3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.